Manufacturer narrative:
(B)(4). The homechoice was evaluated by (B)(4) for the reported difficulty of patient symptoms .the (B)(4) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device failed the homechoice rite functional test due to card reader failure, loop back modem failure and unable to disable the card reader and passed the homechoice rite electrical safety analyzer test during evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 3. Probable cause: insufficient drain. False empty detect and use error. Clinician inappropriately set the minimum drain volume % too low. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv/over delivery.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's fill volume is 2200 ml. The drain volume was 4240 ml. Which meets iipv criteria. Probable cause: insufficient drain. False empty detect and use error. Clinician inappropriately set the minimum drain volume % too low. The device will be routed to the service area. On (B)(6) product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of insufficient drain, false empty detect and use error clinician inappropriately set minimum drain volume % setting too low. The nurse will have her technician check the patient's settings. The nurse did state that the patient is doing fine with the new device. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.